Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unspecified date due to extremely low blood glucose. The customer's emt suggested that the low blood glucose may have occurred from an insulin over-delivery. No further details were provided regarding the incident. Troubleshooting did not occur. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information that provided in section b5 with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer just had emergency medical service not hospitalized..